Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (444 mg/dl). Reportedly, elevated bg's were due to eating donuts. Reportedly, when the customer attempted to deliver a bolus the pump recommended an incorrect amount of insulin. During troubleshooting with tandem technical support it was found that the pump time was inaccurate. The am/pm settings were programmed incorrectly. Tandem technical support guided the customer through adjusting the pump time. Customer delivered a bolus to stabilize blood glucose levels.